Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. The pump was returned for investigation. There were no abnormalities observed on the pump. As per clinical information patient vessel was dissected likely due to failed perclose device closure. Therefore, the root cause of the vascular damage issue was most likely use related due to failed perclose device closure post explant. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26681 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Event description:
The user facility reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and during explant for escalation in care to an impella 5, a femoral dissection was noted to have occurred and required surgical intervention. A decision was made to perform a left heart catheterization and upon injection to the left system, the patient's blood pressure dropped. Angiogram showed "severe" left main disease. The decision was made to place the impella cp for stabilization. The impella cp device was implanted and percutaneous transluminal coronary angioplasty to the left main artery was completed to restore flow. The patient stabilized after restoring of flow and was sent to the until for monitoring until transport to an outside hospital for urgent coronary artery bypass graft surgery. The patient was subsequently placed on extracorporeal membrane oxygenation therapy. Now day two of support, the pump was explanted for escalation in care to an impella 5.5 device. Upon explant, perclose x2 failed. Bleeding at the site was observed. When the artery was exposed, the physician noted a femoral artery dissection had occurred. A surgical cutdown with vessel repair was completed. Contributing factor to the event was noted as patient obesity and high stick. The impella 5.5 would not be implant as the case was aborted due to the inability to pass a calcified area. The patient was eventually implanted with another impella cp via axillary access and continued on impella mcs therapy for an additional five days until the device was successfully weaned and explanted. Ejection fraction fully recovered.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the analysis, a supplemental report will be filed. This is one of two device manufacturing reports related to the patient's implant experience. Refer to the following: medical device report for the impella cp serial number (B)(6) with date of the event 16-feb-2025 and patient identifier ending in (B)(6). (This report) medical device report for the impella 5.5 serial number (B)(6) with date of the event 16-feb-2025 and patient identifier ending in (B)(6).